Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had high impedance. In turn, surgical intervention may take place to address the issue. Note: investigation was unable to determine which lead had high impedance.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103375.